Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient reported to the distributor that she had two open sores from the lifevest. The sores were located under her left breast and on her right side under the garment clasp. The patient reported using a band-aid on the sore under her breast. It was reported that the patient had a nickel allergy. During a follow up on (B)(6) 2016 the patient reported that she consulted with her doctor and he told her that she didn't need to wear the lifevest all the time. During a final follow up on (B)(6) 2016 the patient reported that she was still not wearing the device at night due to the sores and that her doctor was aware. The final medical outcome of the sores is unknown.